Manufacturer narrative:
Pr (B)(6) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. The products were visually inspected, no damage or defects were observed and the stoppers were verified to be properly assembled. A device history review was performed for the reported lot 2307795, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned product underwent these evaluations and no issues were identified, no leakage past any of the stoppers was observed. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed and product was verified to meet required specification. Based on our investigation and given the device records did not reveal any quality issues, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Syringe leaks at the membrane when the medicine is the mission in the syringe. At this specific case they used propofol. During use. Leakage. Additional information: has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no. ¿ has there been any healthcare worker¿s exposure to blood or bodily fluids? = no. ¿ please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. = (B)(4). ¿ if it is not possible to return the physical sample, can you provide detailed photographs of the affected product? = no photo available.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Syringe leaks at the membrane when the medicine is the mission in the syringe. At this specific case they used propofol. During use. Leakage. Additional information: has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. Has there been any healthcare worker¿s exposure to blood or bodily fluids? = no. Please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. (B)(6). If it is not possible to return the physical sample, can you provide detailed photographs of the affected product? No photo available.